Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter who indicated the foreign material (similar to glitter) was not removed during the same procedure from the patient's right eye as it was stuck to the iris despite irrigation/aspiration.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photos confirm the foreign material in the eye, however it was not confirmed of where the foreign material originated. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The customer photos confirms the foreign material; however the because the sample of the foreign material was not returned the source and identity of the foreign material could not be identified. The report of phacoemulsification tip blocked was not confirmed due to a sample was not received and no lot number was provided, therefore the root cause for this customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the phacoemulsification (phaco) tip blocked during the nucleus removal phase and two shower/plumes of tiny silvery fragments came during the cataract procedure. There were no associated complications or symptoms on one day and one week post operation. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).